Event description:
Healthcare professional reported opened an implant and said it was defective. Healthcare professional later reported "there appeared to be a contaminate in the package so they discarded it." Device not implanted.

Manufacturer narrative:
Device was not implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: contaminate in the package.